Event description:
The customer reports that there was a resistance upon removal of the catheter, as it seemed the swg (spring wire guide) was somehow stuck. While forcing to remove the catheter, the doctor managed to remove it but when removed, observed the swg was broken. Another device was successfully used.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that there was a resistance upon removal of the catheter, as it seemed the swg (spring wire guide) was somehow stuck. While forcing to remove the catheter, the doctor managed to remove it but when removed, observed the swg was broken. Another device was successfully used.